Event description:
It was reported that when the catheter was removed from the pt, it looked like a wire was protruding from the end of it. There were no consequences to the pt.

Manufacturer narrative:
One livewire tc ablation catheter was received for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. Visual inspection confirmed the livewire tc ablation catheter gray shaft was perforated by the pull wire. The pull wire was broken and protruding from the gray shaft and had a visible bend at the break. Given that the cross lumen wall thickness was found within specification on the defective catheter, the damage was most likely due to excessive force or stress during deflection. The instructions for use (IFU) states under insertion and withdrawal - do not insert or withdraw the catheter without straightening the catheter tip, as confirmed via fluoroscopy. The IFU also states "use with sheaths - do not deflect the catheter tip while it is constrained within a sheath". (B) (4). (B) (4).